Event description:
Caller reported an issue with the pump display pixels, affecting their ability to interact with the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.